Event description:
Complaint alleged that hosp staff were defibrillating a pt in cardiopulmonary arrest. Subsequent to the pt receiving "numerous" discharges of energy at 120 joules, a burn mark was found on the pt's back and buttocks. The electrodes were used to treat the pt for a three-day period. The wounds appeared to be consistent with electrical burn entrance (back) and exit (buttocks). The electrodes were used with two separate defibrillators. Both defibrillators were tested in the biomedical engineering dept following the incident, with no fault found.